Event description:
It was reported that the 8mm force bipolar instrument's grasping end broke and was hanging by string. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.186" x 0.6770" was found to be broken off. The broken piece was still attached by the instrument's conductor wire. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a broken grip tip is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.